Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. The manufacturer date not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while pushing the system down the hallway the non-locking wheel fell off. The site tried to put it back in but it would not stay. They stated that the threaded plug of the castor had come out from the system. They also stated that the site had welded the wheel back on the system. No patient was present at the time of the event.